Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on bottom case. There was a force sensor test error in the event log history. The force sensor test error was found at power up and unable to calibrate the force sensor. The root cause of the reported issue was found to be fluid ingression found inside plunger assembly. Actions were taken to mitigate the reported issue: replaced the whole plunger assembly, plunger cable and plunger tube. Performed power up process and all functional testing which passed.